Event description:
It was reported that at the lead to extension connection, the surgical site was exposed and it was determined that the dbs system will be explanted. It was possible that the patient had been itching at the surgical site. The issue was not resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted:(B)(6) 2022, product type: extension; product ID: 3387s-40, lot#: va1zksr, implanted:(B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type extension product ID 3387s-40 lot# va1zksr implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported that at a parkinson¿s disease event, t he rep was exhibiting dbs patient education. The daughter of the patient approached the rep at the exhibit table to tell the rep that her father was not happy with his outcome with the dbs. The patient had the dbs system removed due to erosion behind the ear. The daughter stated that her father did not get the benefit that he was anticipating and expressed dissatisfaction.